Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the lead was capped and replaced during an unrelated revision. No electrical issues noted prior to the procedure. Diagnostic imaging was reviewed. No externalized conductors were observed as previously reported, but a separation of the svc coil at the distal anchor area was noted. The patient condition was good.

Event description:
It was reported that when an asymptomatic patient presented in the hospital for device change out due to normal eri, externalized conductors and high hv lead impedance were observed. When patient returned for a subsequent follow-up, high pacing lead impedance was noted. Lead remains implanted and will be monitored. Patient condition was good.